Event description:
The patient experienced a shocking/jolting sensation at the ins site; there was no known accident or incident related to the event. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).